Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. Process evaluation was also performed based off the lot number provided. The complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot numbers provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
It is unknown when the plate began fracturing therefore event date could not be determined. This device was manufactured and implanted into the patient in 2010. This was prior to UDI implementation, therefore no UDI exist for this device. The surgeon intends on surgically removing the implant. Once this has been completed we will make every effort to retrieve the device for analysis, and a follow up report will be submitted once investigation is complete.

Event description:
Patient had a 3.0mm thick mandibular pre-bent reconstruction plate implanted on (B)(6) 2010. It has been reported that the plate is starting to fracture at the proximal segment anterior screw location. Plate is still implanted at this time. Surgeon is looking to remove the plate and replace with a patient specific reconstruction plate.